Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. The customer reported that the dap chamber recorded a higher dose than possible on the system and put it in the dose report. At this time, there is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined, to be a software error. The investigation was performed considering complaint description, cs reports, system history, system log files, and cc-parts. Detailed investigation revealed, that the applied dose levels were in accordance with the system settings and imaging conditions. As well, as the applicable regulatory requirements. No failure or malfunction could be identified, that could potentially result in a high dose situation. During troubleshooting, the dap chamber was replaced. Upon inspection of the part, no problem was found. The dap chamber was functioning as intended. It was confirmed, that in this case, the documented/reported dose was incorrect, due to incorrect data byte in the dap value communication. The dap values are only used for display and reporting. And not for controlling the x-rays themselves. As a result, only the displayed dose values and the dose report are incorrect. The incorrect display and dose recording functions occurred, due to a sw problem that was resolved, by registration of a new patient. The occurrence rate of the error pattern was checked. This was the first time that this failure happened and the error did not recur. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.